Event description:
Customer reported no vertical column movement. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated vertical lift power supply connections. System operates as intended.